Event description:
It was reported that the decorative screw fell out of the handpiece after a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the reported event was confirmed. The device was repaired and returned to the customer.